Event description:
In january 2002, it was reported that the patient experienced an overly loud sensation. Evaluation of the device by the center confirmed that the device was functioning. During other visits in january 2002, programming adjustments were made to resolve the problem. The center continued to monitor the patient. In march 2002, the center reported that the patient continued to experience an overly loud sensation possibly due to the external hardware malfunctioning. In april 2002, it was reported that the patient experienced a sound percept problem. Programming adjustments were made to resolve the reported problem. In may 2002, the center reported that the patient again experienced overly loud sensation events. Programming adjustments were made. Recommendations for programming strategy change was made by a company representative in late may 2002. In july 2002, the problem returned. In august 2002, the patient's parents expressed a desire to have the device explanted. A revision surgery date is to be scheduled for fall 2002.